Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08881. It was reported that the patient's right atrial lead exhibited unspecified oversensing. In addition, the patient's right ventricular lead was also noted to be dislodged. Both leads were capped on (B)(6) 2017 and replaced.